Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), regarding a patient receiving lioresal (2,000 mcg/ml, 125 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient had an magnetic resonance imaging (MRI) in (B)(6) 2020 and did not have the pump status checked post-MRI. The caller stated the patient came in the office today for a refill and they noted there was a motor stall and no recovery. The caller rechecked the pump status with logs and in doing so, a motor stall recovery occurred. The caller stated the patient did not hear the pump alarming since (B)(6) 2020. The patient had increased stiffness over the past couple of weeks.